Event description:
Customer reported receiving a weak signal and lost sensor alarm. The customer's blood glucose was 55 mg/dl. She stated she had treated her low blood glucose with glucose tablets. The customer also reported a bent sensor cannula. The customer believed her weak signal alarm was from her bent sensor cannula. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)